Manufacturer narrative:
Submit date: 09/26/2016. An investigation is currently underway. Upon completion, a full report shall be submitted.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit will not alarm. No additional information; follow-up attempts were performed on 09/21/2016, 09/22/2016, and 09/23/2016.